Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a pacemaker replacement procedure, the subject pacemaker was taken out of the package and the ventricular lead was inserted into the ventricular port of the pacemaker. The ventricular set-screw was then tightened using the screwdriver, but no click sound was until the screwdriver had been rotated five to ten times. As ECG showed ventricular pacing failure, a lead pull test was performed; then, the ventricular lead was disconnected from the ventricular port. After the ventricular set-screw was rotated once or twice counter-clockwise, the ventricular lead was re-inserted into the ventricular port of the pacemaker and the ventricular set-screw was rotated clockwise again. However, no click sound was heard as the screwdriver was rotated and ventricular pacing failure was observed. The ventricular set-screw was still unable to be securely tightened despite of some additional attempts. The use of the subject pacemaker was discontinued and the ventricular lead was successfully connected to a different kora 250 dr. During the procedure, it was ensured that the end of the connector pin of the ventricular lead was protruding from the connector block before the ventricular set-screw was tightened.

Event description:
On (B)(6) 2018, during a pacemaker replacement procedure, the subject pacemaker was taken out of the package and the ventricular lead was inserted into the ventricular port of the pacemaker. The ventricular set-screw was then tightened using the screwdriver, but no click sound was until the screwdriver had been rotated five to ten times. As ECG showed ventricular pacing failure, a lead pull test was performed; then, the ventricular lead was disconnected from the ventricular port. After the ventricular set-screw was rotated once or twice counter-clockwise, the ventricular lead was re-inserted into the ventricular port of the pacemaker and the ventricular set-screw was rotated clockwise again. However, no click sound was heard as the screwdriver was rotated and ventricular pacing failure was observed. The ventricular set-screw was still unable to be securely tightened despite of some additional attempts. The use of the subject pacemaker was discontinued and the ventricular lead was successfully connected to a different kora 250 dr. Note: during the procedure, it was ensured that the end of the connector pin of the ventricular lead was protruding from the connector block before the ventricular set-screw was tightened.